Manufacturer narrative:
Date of event, implant date: dates estimated. The devices were not returned for analysis and a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported through a research article identifying the mitraclip device with single leaflet device attachment (slda). Details are listed in the attached article, titled long-term survival after mitraclip therapy in patients with severe mitral regurgitation and severe congestive heart failure: a comparison among survivals predicted by heart failure models. No additional information was provided.